Event description:
Post-operative pain reported for patient with a bicompartmental knee implant. Surgical intervention is planned to examine the knee.

Manufacturer narrative:
Post-operative pain reported for patient with a bicompartmental knee implant. Surgical intervention is planned to examine the knee. Surgical intervention is planned to examine the knee. Review of the device history record indicates that the device was manufactured to specification.